Manufacturer narrative:
The unit was received with corroded keypad traces and a corroded motor home switch. The unit was also received with blank display due to corroded electric assemblies. The following physical damage was noted: cracked casing at the display window corners, broken reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that there was moisture on the inside of his insulin pump screen due to getting into the pool while the insulin pump was in his pocket. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The customer also stated that the buttons were not working that well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.